Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify pump error 63 or audio/vibrate anomaly, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not vibrate. Customer also reported the pump had a hardware low level failure alarm after a self-test. There is no confirmation that customer was able to clear the alarm and complete the rewind process. Customer¿s blood glucose was 8.5 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.